Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device, and the patient condition was stable post-procedure.